Event description:
It was reported that during central processing, the tips of a force bipolar instrument were bent. There was no report of patient involvement or patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. The instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 2.43mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional findings related to customer reported complaint: the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The probable root cause is attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.